Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not functioning as pump was exposed to water. Customer states that insulin pump was exposed to water as customer was taking shower. Customer states menu kept scrolling after exposure to moisture. Customer¿s blood glucose was 471mg/dl at time of incident which was high. Customer advised to discontinue use of the pump and revert to backup plan per hcp instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.